Event description:
It was reported to boston scientific corporation than an ultraflex partially covered tracheobronchial stent was used during a stenting procedure within the right main bronchus on (B)(6), 2010. According to the complainant, the stenosis was approximately 2cm in length. After the stent had been deployed by about 1cm, the physician stopped to check the placement of the stent. When deployment was resumed, the physician felt resistance at the deployment suture. The physician then pulled harder on the deployment suture, causing the delivery system to bow and move proximally, and as a result, the stent was deployed in the carina. The physician was able to successfully and uneventfully remove the deployed stent with a pair of forceps. A 12mm by 3cm ultraflex stent was placed to complete the procedure. The physician reported that the anatomy of the patient was not tortuous. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Event description:
It was reported to boston scientific corporation than an ultraflex partially covered tracheobronchial stent was used during a stenting procedure within the right main bronchus on (B)(6) 2010. According to the complainant, the stenosis was approximately 2cm in length. After the stent had been deployed by about 1cm, the physician stopped to check the placement of the stent. When deployment was resumed, the physician felt resistance at the deployment suture. The physician then pulled harder on the deployment suture, causing the delivery system to bow and move proximally, and as a result, the stent was deployed in the carina. The physician was able to successfully and uneventfully remove the deployed stent with a pair of forceps. A 12mm by 3cm ultraflex stent was placed to complete the procedure. The physician reported that the anatomy of the patient was not tortuous. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
The returned stent was fully deployed with no profile issues. The deployment suture was entangled around the catheter delivery system which had a kink proximal to the silastic tubing. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed and no deviation was found.

Manufacturer narrative:
Patient reported to be over 18 years of age.(B)(4) - additional non-surgical intervention required.(B)(4) stent positioning issue.(B)(4) stent difficult to deploy.the complaint device has been received by the manufacturer; however, a failure analysis has not yet been completed. Upon receipt of the failure analysis, if there is any further relevant information from that review, a supplemental medwatch will be filed.